Event description:
It was reported that a patient presented with far r wave over-sensing and inappropriate automatic mode switch noted on the patient's implantable cardioverter defibrillator. No intervention or adverse effects were noted.

Event description:
It was reported that a patient presented with far r wave over-sensing noted on the patient's implantable cardioverter defibrillator. No intervention or adverse effects were noted.